Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose (bg) level of 250 (mg/dl). Customer administered manual injections to treat their bg level, and indicated that they would use insulin injections for alternate insulin therapy.